Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration and qc data were requested but not provided. The investigation determined the service actions by the customer resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for one patient tested on a cobas integra 400 plus. The initial result was not reported outside the laboratory. The customer replaced the sample probe and performed repeat testing for confirmation. The patient's initial calcium result was 14 mg/dl, and the patient's repeat result was 10 mg/dl. The calcium reagent lot number was 48221601 and the expiration date was requested but not provided.